Event description:
Customer reported that the touchscreen of their pump was cracked and shattered, rendering it unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced under warranty, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy.